Event description:
It was reported that although the charge level was at 30%, the recharger application displayed ¿stimulation is turned off. Please turn it on.¿ patient had no recollection of turning it off, and the charge level had not been depleted. The therapy application was opened, and therapy was turned back on. The issue was resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.